Event description:
It has been reported to co that during the procedure, the tip of the introducer peeled back. The device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.